Event description:
The customer reported going to the emergency room and being hospitalized due to a high bg. Highest blood glucose level reached 25.7 mmol/l, and high ketones were present, which were deemed dangerous by healthcare professionals; cause of high bg/ketones was unknown. The customer was using the pump and related supplies for insulin therapy, but no issues were identified with the pump, cartridge, infusion set tubing, cannula, or insulin. The customer attempted to resolve the blood glucose issue by bolusing via the pump. Technical support performed a pump system check and found it functioning as intended. The customer received IV and fluids of saline and insulin as treatment, which resolved the issue, with no permanent damage reported. The customer was released from the hospital on (B)(6) 2026.